Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad. The customer also reported receiving excessive low battery alarms from his insulin pump. The customer's blood glucose levels are unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a failed battery test alarm due to a faulty battery tube. No low battery alert was noted. The pump was received with intermittent buttons due to corroded keypad traces. The pump also had minor scratches on the lcd window, and cracked battery tube threads.